Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. In addition, evaluation of the device observed the following non-reportable finding: the bending section cover was discolored, the plastic distal end cover was cracked, the connecting tube was snaky; the connecting tube and universal cord were slightly wrinkled, the switch button rubber 1 and biopsy channel had wear and tear; the angulation are out of specification, and due to the damaged to the camera cover the insulation distal end value resistance are also out of specification. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope had air/water flow issues from the air/water flow system. During evaluation, the following reportable issue was found that the nozzle was clogged by an organic, black-colored material. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.